Event description:
An ophthalmic surgeon reported experiencing poor aspiration before a procedure. There was no patient involvement. The surgery was performed with the same system. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).